Manufacturer narrative:
(B)(4). Records indicate this system remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise following pocket closure at initial implant. It was suspected the lead may have pulled back from the original position as a decrease in r-wave measurements was observed along with an increase in pacing threshold measurements. The pocket was reopened and the lead was successfully repositioned. Later the same day, noise was again observed which was not able to be reproduced. Technical services (ts) discussed the possibility of the noise being due to air bubbles in the device header. No additional adverse patient effects were reported.